Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, shortly after transseptal access and introduction of the catheter, the patient experienced a blood pressure drop and st elevation in the inferior leads on electrocardiogram. It was reported that air bubbles in the line of another manufacturer's sheath was observed prompt attempts to resolve the issue were made. The scrub technician reported that the sheath had not been flushed prior to insertion into the body. The patient¿s symptoms were suspected to be due to a coronary artery embolism, and cardiac intervention confirmed a coronary artery embolism of the right circumflex artery. Cardiac intervention proceeded to extract the embolism, after which the patient¿s blood pressure normalized and the st elevation on electrocardiogram normalized. Once the patient was stable, the procedure was stopped and the patient was admitted to the hospital. No further patient complications have been reported as a result of this event.